Event description:
The following was reported to davol by the pt: the pt alleges that in 1998 she was implanted with a kugel patch for repair of an umbilical hernia, she states that med records note that the mesh measured 2 x 5 but it is noted that it was cut from a larger piece. She alleges that in 2011 she underwent inguinal hernia repair with the implant of a perfix plug. She alleges that in 2013 the kugel patch was extruding and she underwent explant of both mesh devices. She alleges that the perfix plug was removed in one piece and stated that portions of mesh that were removed from the site were from the recoil ring of the kugel patch. She states she was told her body rejected the mesh. The pt alleges disability, scarring, and disfigurement.

Manufacturer narrative:
Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The pt reports that the kugel patch was cut from a larger piece. No lot number for the kugel patch was provided therefore a review of the mfg records is not possible. Additionally, the explanted device was not returned for evaluation. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00360 for info related to the perfix plug alleged to have been implanted in 2011.